Event description:
From nursing notes: "handover from ot was that there was difficulty getting pressio to work, 3 x machines were trialled in ot with still no result. A further 2 machines trialled in ICU, and an array of different cords. Machines seem to turn off once pressio catheter is connected. The actual pressio catheter is faulty. Unfortunately, this fault has taken up over 2hrs of the shift and the pt requires other cares, medications and observations. Therefore, abandoned the pressio.

Event description:
From nursing notes: "handover from ot was that there was difficulty getting pressio to work, 3 x machines were trialled in ot with still no result. A further 2 machines trialled in ICU, and an array of different cords. Machines seem to turn off once pressio catheter is connected. The actual pressio catheter is faulty. Unfortunately, this fault has taken up over 2hrs of the shift and the pt requires other cares, medications and observations. Therefore, abandoned the pressio.